Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and post procedure the bwi product analysis lab identified a lifted electrode and a ring was deformed. During the procedure itself, the physician did a map of the right atrium, left atrium, and aorta. When he tried to take the pentaray out, he had to exert some pressure. Then he took the sheath out and realized that it was bent abnormally. His hypothesis is that he didn't deflect the pentaray curve when trying to take it out of the patient and therefore pushed the sheath in an abnormal way. No further details were provided regarding troubleshooting of the device or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the pentaray nav eco product was returned to johnson and johnson medtech for evaluation. A visual inspection evaluation of the returned device was performed following johnson and johnson medtech procedures. Visual inspection was performed, and a spline and a ring were observed deformed. The electrode was observed lifted with internal components not exposed and the border of the polyurethane was found in normal conditions. A manufacturing record evaluation was performed for the finished device 31843470l number, and no internal action was found during the review. The bent issue reported by the customer was confirmed. The potential cause of the spline deformed, and electrode lifted could be related to excessive force or manipulation during the procedure, however, this cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).